Event description:
User reported that while ventilation module was automatically regulating, the gas flow went to zero. The user switched to manual mode after which the user was able to get reliable values. There was no patient harm as a result of this suspected malfunction.

Manufacturer narrative:
As per the IFU, the wag and va ports must have spectrum medical recommended water traps and moisture filters must be fitted and to ensure wag tubing is clear of condensation before turning on sweep. User had not used a water trap or moisture filter and as such had condensation in the wag line which caused the incorrect measurement from the pco2 sensor. There was no patient harm as a result of this.